Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing particles in the device. The patient alleged having throat and eyes burn, spot on lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 20, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat and eyes burn, spot on lungs related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed unknown white, tan, and black dust like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. Dustlike contamination in iso port (international organization for standardization) dust like contamination on top of the blower box, the blower motor, and the blower motor seal. Dust like contamination on the bottom of the blower motor and inside of the blower motor . Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with dead unknown insects found inside the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and confirms evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms outlined in the complaint, confirms that there was no evidence of sound abatement foam degradation/ breakdown observed in the base unit.